Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the evaluation of the sample is incomplete at the time of this report. The device history record review shows no related functional issues on the molded component involved in this complaint. One picture was received for evaluation of catalog 003-40 (aquapak 340 sw,340 ml w/040 adaptor). The failure mode reported (the screw cap connector are unable to screw unto the oxygen wall outlet), was confirmed. The picture received shows damages on the thread of part number mp-0321 "snap-on flowmeter adaptor". A CAPA file #(B)(4) was opened to perform a further investigate this issue). According to the CAPA investigation so far the root cause for the issue was the positioning of the thread lead and the softness of the new resin used for the snap adaptor. Change order form for the design updated approved and dhf has been updated. All production from may 2016 forward is with the updated (B)(4) snap adaptor component. CAPA (B)(4) is currently under effectiveness verification.

Event description:
The customer alleges that the screw cap connector cannot screw unto the oxygen wall outlet.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the internal threads of the adaptor were damaged. Based on the investigation performed, the reported complaint was confirmed. The root cause for the issue was found to be the positioning of the thread lead and the softness of the new resin used for the snap adaptor. A CAPA was opened to address this issue.

Event description:
The customer alleges that the screw cap connector cannot screw unto the oxygen wall outlet.